Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the objective lens bonding area is chipped. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the objective lens bonding area is chipped. There were no reports of patient involvement.